Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had hip surgery 1996, now patient suddenly got pain in right hip, no trauma. Came in to emergency on the 17th of february. X-ray showed broken stem. Had stem and cup revision on the 20th of feb. In with a new cement in cement exeter. Update per response: shell revised: "radiolucent lines, not sure it was well fixed. The surgeon did not want to do another revision if the shell came loose later on."